Event description:
Allegedly, unknown hip system caused an intraoperative bone fracture.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.